Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using a powerport m.r.I. Isp via the left internal jugular vein. Post the procedure on (B)(6) 2026, the patient underwent infusion via the implanted port, during which a subcutaneous bulge was observed above the port, suggesting a possible leak. On the same day, the port was surgically removed, and the catheter was found to have a split. The patient¿s current condition is reported to be good.